Manufacturer narrative:
A ge oec service representative investigated the issue and found no issue with system. User unfamiliar with proper system operation. Customer instructed on how to recall images. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system would not recall images.